Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they had an issue with insulin pump. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states the act bottom had to push really hard to keep working, the battery cap was about shout need to use 3 screwdriver to get open, battery level seem to drop fast and sometimes it will go back up to higher level as well as a big scratch on face of unit. The device will not be returned for analysis.